Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not starting after warmup and being prompted for a new sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor not starting after warmup and being prompted for a new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not starting after warmup and being prompted for a new sensor occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 v. A review of the share logs was performed and sensor not starting after warmup and being prompted for a new sensor was found within the investigation window. The allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. No injury or medical intervention was reported.